Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited a high capture threshold and poor sensing issue. The physician tried to change the implant position multiple times and eventually, the tail end of the lead was broken. The atrial lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of inadequate capture, break, and sensing anomaly were not confirmed. As received a partial lead was returned in one piece with the helix found extended and clogged with blood. Electrical testing did not find any of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies except for procedural damage.